Event description:
A healthcare professional reported that the patient developed an epithelial ingrowth under the flap after a lasik flap treatment. A flap lift and rinse was performed and that resolved the issue. Upon follow up it was reported that the flap had no issues and the patient's vision was remarkable. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).